Manufacturer narrative:
Complaint conclusion: during biliary stenting and drainage, a non-cordis wall stent was deployed and extended above the top end of a previously deployed existing stent. Due to poor expansion of the upper end of the wall stent, post deployment balloon dilation was performed which proved difficult as several balloons (brand unknown) burst. An opta pro was then delivered and during attempted dilation of the stent the balloon was reported to rupture. Retrieval of the ruptured balloon proved difficult and attempts to do so resulted in the balloon fracturing, with the distal balloon marker separating and remaining on the guidewire within the biliary system. Attempts to retrieve this through the left side were unsuccessful. Consequently, right sided duct puncture was performed and the separated piece removed. No additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile catheter opta pro f5 10x4 80 was received coiled inside a plastic bag. The balloon was inflated and deflated. The distal part of the balloon was separated from the rest of the catheter and it was included in a separate bag with the returned device. No other anomalies were detected at returned device. Leak test could not be performed due to balloon conditions. The insertion withdrawal test could not be performed correctly due to the balloon condition; however, the shaft was inserted in a 5f cordis sheath introducer and no resistance or friction was experienced. Sem analysis results show that the balloon external surface exhibited evidence of several scratches, abrasion and severe wrinkling. The inner surface presented evidence of scratching and abrasion. The inner body separation surface presented evidence of elongations; elongation is a common characteristic of pieces which were stretched/ pulled until separation. This balloon burst failure exhibited no other anomalies that could have caused the failure. Marker bands exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon burst and balloon separated reported by the customer was confirmed, the balloon withdrawal difficulty could not be performed due to the balloon condition; however, the exact cause of the balloon burst and balloon separated could not be conclusively determined. Controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process, therefore, no corrective/preventive action will be taken. Device interaction with the previously placed non-cordis stents and procedural factors may have contributed to the reported event.

Manufacturer narrative:
It is anticipated that the product will be returned for analysis, but the device has not yet been returned. Additional information will be submitted within 30 days of receipt.

Event description:
An opta pro f5 10x4 80 balloon was difficult to remove, burst, and separated. During ptc biliary stenting and drainage, a 10 x 50mm wall stent was deployed and extended above the top end of an existing stent. Balloon dilation was performed due to poor expansion of the upper end of the stent. This proved difficult with several balloons (brand unknown) bursting on attempted introduction into the stent. A opta pro f5 10x4 80 was delivered, but dilatation of the balloon proximally resulted in further balloon rupture. It then proved very difficult to retrieve the ruptured balloon and attempts to do so resulted in the balloon fracturing, with the distal balloon marker remaining over the guidewire within the biliary system. Attempts to retrieve this through the left side were unsuccessful. Consequently, right sided duct puncture was performed. This proved very difficult, but was finally achieved. In addition, considerable distortion of the top end of the newly inserted wall stent is noted, presumably related to balloon trauma.